Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. No fatal critical alarms or unexpected critical handling alarms found in the history files or traces on or near the event date. Pump error 41 and pump error 43 were found in the history file on 11-dec-2023 at 02:04:00.00. 02:014:00.00 and 02:17:13.00 due to moisture damage on the pcba 1 and motor. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2 and motor. Force sensor zero offset was within specification at 23.5 mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked keypad overlay, missing display window cover, battery tube threads - cracked, cracked case (battery tube). Unspecified critical pump error was not observed during analysis. Unspecified critical pump error was not confirmed. Pump passed full functional test. Pump error 41 and pump error 43 were confirmed due to moisture damage on the force sensor. Pump exposed to moisture confirmed on the pcba 1, pcba 2 and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a critical pump error. Two weeks ago, the customer also noticed a crack in the battery compartment of an insulin pump. Troubleshooting was performed for cosmetic damage but no troubleshooting was performed for critical pump error. No harm requiring medical intervention was reported. The customer will discontinue using the device. The product will be returned for analysis.